Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. All products are released according to specifications and meet requirements before entry into the field. A device evaluation, including a device history review couldn't be performed as the serial number is unknown and the device wasn't returned for evaluation. A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
An inpatient user facility reported a patient expired due to cardiac arrest one day after their last hemodialysis treatment. The patient was admitted to the hospital with the symptoms of cough, fever, rhinorrhea and chest pain. The patient experienced difficulty breathing and expired due to acute chronic diastolic congestive heart failure after admission. This event did not occur during or within 4 hours of his last dialysis treatment. There is no information regarding the machine serial number of patient's last dialysis treatment. The clinic manager of the user facility denied any device malfunction. It was reported the patient was non-compliant and had gone on vacation for 1-1.5 weeks did not dialyze during that time. When the patient returned, he dialyzed as usual without any reported issues. Medical records have been received and are being reviewed by the post market clinical staff.

Manufacturer narrative:
Medical records were provided and have been reviewed by post market clinical staff. On (B)(6) 2015 a (B)(6) year old male patient was admitted to the hospital for shortness of breath. The patient had gone on vacation and returned with shortness of breath and fluid overload, which patient had been treated previously for from (B)(6) 2015 to (B)(6) 2015. Patient went back to the hospital on (B)(6) 2015 for complaints off difficulty breathing that started 2 days prior and was worsening. Patient's vital signs upon admission were as follows: blood pressure 183/84, pulse 69 and respirations 20. Discharge diagnosis was acute on chronic respiratory failure and systemic inflammatory response syndrome (sirs). Medical records do not contain hemodialysis treatment records for review. Medical records reveal patient's most recent bicarbonate level on (B)(6) 2015 was within normal limits. The end stage renal disease death notice revealed cause of death as cardiac arrest of unknown cause. Discharge diagnosis was acute on chronic respiratory failure and systemic inflammatory response syndrome (sirs). Medical records do not contain a death certificate or autopsy report for review. There is no documentation in the medical record that indicates there was a causal relationship between the 2008k dialysis machine and the patient's death. It is evident the patient was non-complaint with dialysis treatment during vacation and upon returning from vacation had difficulty keeping fluid off. In addition, the patient had a chronic respiratory issue that became acute, also contributing to the patient's death.

Event description:
The patient presented to the emergency department with hypoxia that improved with oxygen therapy. Patient had chest pain and a productive cough with a temperature of 100.5. Patient was started on intravenous zosyn and placed on CPAP that night. Within one hour of admission, the patient was noted to be in respiratory distress and went into asystole. CPR and resuscitation were performed but unsuccessful and patient was pronounced expired.